Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found a scratched lens. Review of the device's event history log was reviewed for evidence of the reported problem, found pca dose cord disconnected" multiple times in the log. Functional testing was conducted. Upon testing, the reported problem was duplicated. It was determined that the inoperable lemo connector was the root cause of the issue. The lemo connector was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the device exhibited an alarm for pca dose cord disconnected. When then customer connected a pca dose cord and pressed the button. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Additional information was received indicating that patient injury was unknown, updated h6: health effects. Device revived: updated d10, h3.